Event description:
Customer reported intermittent dark images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the (B) (4) pcb. System operates as intended. (B) (4).